Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The lens tore as the surgeon was advancing the lens. The lens came out of the cartridge torn. There was no pt contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): eval: method - lens work order search. Results - visual inspection of the returned product found lens torn in half. Pieces of both haptics and piece of optic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).